Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 16610110 / 16651526.

Event description:
It was reported that the patients device was not working. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.